Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator would not acquire a 3-lead or 12-lead ECG waveform during a patient event. There was no negative patient impact.

Manufacturer narrative:
(B)(4).